Manufacturer narrative:
UDI and operator of device are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette, a 'no disposable, pump won't run' alarm went off. Also, after changing the cassette to another one, every time the patient turned on the pump, a 'high pressure' alarm sounded. The batteries were reloaded and the pump was restarted to settle the alarm each time. No patient injury reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.